Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00603, 540-53-075- infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient had infection.